Event description:
Ambulance personnel responded to a person in cardiac arrest. The pt was connected to the device with defibrillation electrodes for using the device for monitoring and delivering shocks. According to the reporter, the device lost connection to the pt through the therapy cable and defib electrodes. The customer switched over to a second lifepak 12 they had to continue care/treatment of the pt. The pt's outcome was not reported. There were no adverse effects to the pt reported as a result of device use.

Manufacturer narrative:
Physio-control evaluated the device and observed intermittent connection of the therapy cable to a pt simulator. Physio replaced the device therapy connector and then observed proper operation through functional and performance testing. The device was returned to the customer for use.